Event description:
On (B)(6) 2010, it was reported that a (B)(6) female had been treated with v.a.c. Therapy in (B)(6) 2009 to promote granulation tissue formation. She presented in (B)(6) 2010 with pain and swelling in the abdomen. It was reported that diagnostic procedures were performed with a diagnosis of abscess and fistula formation. Surgical intervention was scheduled. During surgery to drain abscess and excise fistula, a 1cm piece of foreign material visually identified as v.a.c. Granufoam dressing was found and removed. It was reported that the foreign material was found in the far end of an undermining area. The pt recovered, and there were no complications from the procedure. The foreign body was not returned to kci for identification, therefore, kci was unable to confirm identity of the foreign material.

Manufacturer narrative:
V.a.c. Therapy labeling available in print and on-line states: "v.a.c. Foam dressing are not absorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of foam pieces was removed as placed. Foam left in the wound for greater than the recommended time period may foster in-growth of tissue into the foam and create difficulty in removing foam from the wound or lead to infection or other adverse events." V.a.c. Therapy labeling also states: "assess wound dimensions and pathology, including the presence of undermining or tunnels. Do not place any foam dressings into blind/unexplored tunnels."